Event description:
It was reported while using bd alaris smartsite gravity set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: they have several reports of tubing breaking apart and since the change¿.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: they have several reports of tubing breaking apart and since the change¿.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary a complaint of tubing breaking apart was received from the customer. Three samples and half of a fourth sample were returned for investigation. Through visual inspection, separation was confirmed. The sets had separated at the second y-site. No solvent could be seen on the y-site or tubing. A device history record review could not be performed on model 47177e because the lot number is unknown. The possible root causes are incorrect "gumming" and failure in the solvent dispenser. "Gumming" is a process during manufacturing where solvent is applied to the components. No solvent could be seen on the y-site or tubing, and it is not possible to verify if blue alerts was created for that batch. In addition, it was verified that the solvent is adequate for the type of union (according to assembly drawing). Therefore, incorrect "gumming" is accepted as the root cause.